Event description:
It was reported via repair work order that the cot is not catching the hook when being loaded into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.